Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the continuity testing showed channel #4, 5, 6 electrical open were found on the returned lead. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information received indicates that the lead had fracture.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:(B)(4). It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedance on the lead and extension. Surgical intervention took place wherein the lead and extension were explanted and replaced to address the issue. Reportedly, effective therapy was confirmed post op.